Event description:
It was reported that at 17,004 joules while using the surgical fiber during a prostate procedure, the fiber tip detached and the fiber stopped firing. Time expended: 3:17 minutes. The fiber was replaced and the procedure completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at proximal side of fiber/cap fusion zone; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate severe charred detritus adhesion; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.